Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The power cord was repaired during the service call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the apex table would not move up or down, the float break was stuck, and the system locked up with an alarm. No pt injury was reported.